Event description:
The caller reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose was 404 mg/dl. The customer was treated with a manual injection. The customer explained that there was an issue with the numbers appearing on the screen when the insulin pump met the plunger and to deliver insulin automatically. The customer was able to resolve the issue after three tries. The customer stated that the insulin pump was not delivering insulin through the tubing during a fill tubing and basal delivery. The insulin pump was also recurringly alarming unexpected restart. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.